Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that one day after implant this pacemaker and other manufacturer 14 year old atrial lead triggered a lead safety switch for low out of range pacing impedances less than 200 ohms. There have since been observations of noise that was oversensed causing pacing inhibition that led to syncopial episodes. The lead and device remain in-service, and additional information was requested. No additional adverse patient effects were reported.

Event description:
Additional information was received that this patient had another syncopial event. The patient was seen 10 days after the episode, and the device check found thousands of atr events with noise. The device was checked where there were good thresholds and pacing impedances around 500 ohms, and both leads were tested in both unipolar and bipolar. No plan of action had been developed at this time.